Event description:
It was reported that during a clinic visit, the right atrial lead exhibited intermittent noise. The device was reprogrammed which resolved the noise issue. The patient was in good condition.

Manufacturer narrative:
.